Event description:
It was reported that, while the patient was at their follow-up in the clinic it was noted that they experienced dark "coca cola colored" urine last week. No power changes noted on interrogation. No alarms. Hemolysis was suspected. The patient's lactate dehydrogenase (ldh) lab tests were pending. A review of the log file revealed only routine events, there were no notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The event date has been estimated to reflect the patient's hematuria that occurred a week prior to (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct relationship between the device and the reported dark urine could not be conclusively determined through this investigation. The controller event log captured transient pi events resulting in momentary decreases in speed per design. No atypical events were captured. The remaining log files captured routine events, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 10sep2021. No further information was provided. The manufacturer is closing the file on this event.